Event description:
It was reported the patient ((B)(6)) could no longer feel stimulation. In addition, the patient reported experiencing intermittent jolting. The physician elected to proceed with surgical intervention. Intraoperative testing revealed normal lead impedances; hence, it was determined the source of the issue was the ipg. The ipg was explanted and replaced which resolved the reported issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.